Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Description/event details: (B)(6) 2025 patient arrived for his normal pump disconnect. As he was walking in, he told the medical office assistant that he noted white substance on the bag. Patient¿s rn overheard his statement and notified me. Patient and pump were examined by 2 rns and myself. Md was notified of incident and no interventions ordered. Patient states he noted the white substance on his way over to clinic. Thinks it might have happened overnight. No visible skin irritation noted. No blood in the line. Pump deflated in bag. White powdery substance noted to be on the pump, interior & exterior of bag, inside blue clam shell and at connection site of pump to n40-0 bd piece. Note: in last picture. It was mentioned at one of the bd visits that the connection between the two pieces was not flush next to each other. In this image (and I tested), I could not get the cstd pieces to be flush.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: a leak was reported during the use of our product. For evaluation, multiple photos, one n40-o injector, one c35-o connector, and additional products not manufactured by bd were provided. Visual inspection of the photos and returned samples revealed no damage or defects that could indicate leakage. Functional testing was performed by transferring liquid from a syringe through the injector and connector, and no leaks were detected. Dimensional testing, including verification of the luer thread, confirmed that all critical dimensions met required specifications. A device history review was completed for lot 2405307. No deviations or non-conformances were identified during manufacturing that could have contributed to the reported concern. The product undergoes multiple inspections and tests throughout the manufacturing process to ensure quality and functionality, including leakage testing and dimensional verification. Testing results for the reported lot were reviewed and found acceptable, with no issues identified. Retained samples of lot 2405307 were used for additional investigation. Visual inspection revealed no damage or defects on any of the products. Functional testing confirmed that the luer of the injectors securely attached to a mating device without issue. Additionally, dimensional measurements verified that all critical specifications were met. Based on the available information, we are unable to identify a root cause related to our product or manufacturing process at this time. Complaints for this device and the reported condition will continue to be monitored by our quality team for any emerging trends.

Event description:
No additional information.